Event description:
A catheter had fractured during an implant procedure in which rods were being placed in a patient's back. No further details were reported, including the patient's outcome. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).